Manufacturer narrative:
During device evaluation at olympus, it was found the orientation of the cutting wire was found not be at the 11 o'clock orientation when extended from a scope. The distal end was bent to the left and the tube was deformed. The coated portion was torn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause of the peeled cover and exposed knife wire could not be determined, likely factors causing the issue could have been the following: 1 - the forceps elevator of the endoscope was being up. 2 - when the cutting wire deflects, the coated portion of the cutting wire and the metal part of the distal end of the endoscope had contact with each other. 3 - in the state of being 2, the cutting wire moved back and forth. This caused the coated portion of the cutting wire to tear. The slider was pushed more than needed. This caused the cutting wire to deflect. Although a definitive root cause of the poor orientation could not be determined, it was likely caused by the deformation of the tube distal end. The deformation of the tube was possibly caused by load applied to the location when the pre-curved stylet was removed, the distal end of this instrument was pre-curved, or the device was inserted into the endoscope. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : - do not use excessive force to bend the distal end of the sphincterotome. This could damage the cutting wire. - do not insert the instrument into the endoscope when the cutting wire is tightened. Doing so may extend the distal end of the insertion portion from the endoscope tip abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. - when inserting the instrument into the endoscope, hold the slider firmly. Otherwise, the distal end of the insertion portion may bend and could extend from the distal end of the endoscope abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope or instrument. - do not force the instrument if resistance to insertion is encountered. Reduce the angulation or lower the forceps elevator of the endoscope until the instrument passes smoothly. The use of excessive force could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. - do not advance or extend the instrument abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. - when inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. - insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. - when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. - do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. - if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the coated part of the single use 3-lumen sphincterotome was damaged. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure with significant stenosis at the entrance to the choledochus. The physician noted the papillotome began to bend and the blade began to flutter significantly to the left. Another device was used to complete the procedure. There was no reported patient harm or impact due to this event.